Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with an ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial implant, a type ib endoleak was identified. A secondary procedure was completed where the physician elected to implant two (2) iliac limb extension stent grafts and one (1) lilac limb successfully resolving the endoleak. There have been no additional patient sequelae reported.